Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device. A patient circuit calibration, performance check, a dc power supply check and an alarm board check were performed, and all values were within the parameters. All circuit boards were inspected for burnt components, and nothing was found. The main wiring harness and power cord were also inspected for any damaged or exposed wires, and nothing was found. The customer's reported issue was unable to be confirmed or duplicated during the evaluation.

Event description:
It was reported that a burnt smell was observed coming from the device while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.